Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91scs2 (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they have problems with the communicator. Patient said they turned it on this morning and they only get the green light and never the other colors. Sometimes the lights will just pop on for a second and won't stay on at all. Patient also said they haven't been able to switch programs because they can't connect to the handset to check the status of the implant. Technical services(ts) was able to help patient reset the communicator to allow connection to the neurostimulator. Patient was able to confirm therapy was on but she didn't have the ability to increase stimulation in group a or b. Patient mentioned that they used to get stimulation down their leg when they bend their legs, but that doesn't happen anymore. Patient hasn't felt stimulation in her leg for over a week. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports speaking with a manufacturer representative (rep) who did all kinds of things and that pt was told to go see the clinic. Pt reports that they went to the pain clinic and saw a rep there. Pt reports the issue was not resolved on the date of initial call (march 30th) but they went to the pain clinic on april 3rd, rep set up a new program and it's much better. Pt mentioned that "actually the therapy was turned off", pt did not know how the therapy was turned off.